Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18598267/15438581/15484826.

Event description:
It was reported that following a non-device related surgery, the stimulator would not turn on, no longer connect with the remote control, or hold a charge. It was also stated that the leads had migrated. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.